Event description:
I had restylane injected by dr. (B)(6) USA on (B)(6) 2014. I have been swollen ever since. On the 7th week the swelling intensified. Also there has been a bruise under my left eye that won't heal. The restylane was injected under my eyes. Dr. On (B)(6) injected me with a product to dissolve the restylane and now the swelling is worse. I need help! My doctor said he has never seen this type of reaction before. Please have someone contact me! The extreme swelling is very concerning for so long a period of time! Dr. (B)(6) has done no test, but has prescribed water pills, and his staff has instructed me to use arnica pills and gel, benadryl, bromeline and ice packs etc.